Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced insulin flow block alarm due to bent cannula causing obstruction of flow event on (B)(6) 2026. The infusion set was in use for one day no further information available.